Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI#: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The skin graft that was harvested was not according to the expectations. On several spots there were holes in the skin graft. The event occurred during surgery and a patient was involved. No harm and no delay were reported and an additional medical intervention was not required. Although the graft was inferior they used it to complete the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This medwatch is being filed as a supplemental report. The following fields were corrected/modified. On (B)(6) 2018, it was reported that there was no description received yet other than that the customer is dissatisfied after reporting the 5th incident. The skin graft that was harvested was not according to the expectations. On several spots there were holes in the skin graft. A photograph of the concerning skin graft will be included. The thickness setting on the dermatome that was used was set at 12. The event occurred during surgery and a patient was involved. No harm and no delay were reported and an additional medical intervention was not required. Although the graft was inferior they used it to complete the surgery. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report will not be performed as the product meets the applicable acceptance criteria. Product review of the dermatome an on (B)(6) 2018 revealed that the calibration and motor speed were within specifications. The control bar was in the correct position and the width plate was able to be properly affixed to the device. The torque on the thickness adjustment lever was also within specifications. Repair of the dermatome an was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the bearings. Dermatome an, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the calibration was within specifications. The control bar was in the correct position and the width plate was able to be affixed properly. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration was within specifications. The control bar was in the correct position and the width plate was able to be affixed properly. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.